Manufacturer narrative:
The reagent lot number was requested but not provided. The field service engineer (fse) found that the detergent dispensing valve for the reaction vessels was closed, preventing the detergent from filling the cuvettes. Following the fse intervention, no further issue was observed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of a questionable glucose hk gen.3 result for one patient sample tested on a cobas 8000 c702 module. The initial result was 391 mg/dl. The repeat result was 103 mg/dl.